Event description:
The customer reported that the system exhibited a total failure. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation and was unable to duplicate the reported problem. The power plug was replaced. No additional service information was provided.